Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye. Three months postoperatively the inlay decentered 1.5 mm inferiorly and the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/25. According to the surgeon, the patient's dry eye was a likely contributing factor. During the attempt to re-center the inlay, the inlay was not viable and it was removed from the eye. The inlay will be replaced once topography stabilizes.

Manufacturer narrative:
Manufacturer complaint reference: (B)(4).

Event description:
New information was received on july 21, 2017. The inlay was replaced by a new inlay on (B)(6) 2017. The patient's current best corrected distance visual acuity (bcdva) is 20/25-3.